Event description:
It was reported to boston scientific corporation in 2006, that an ultraflex covered tracheobronchial stent was used using a tracheobronchial stent case procedure performed one day prior, (female patient; age and weight unknown). According to the complainant, during the procedure, the suture came off the stent prior to delivery. The procedure was completed with another ultraflex covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
No consequences or impact to patient - suture line separation. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.